Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2010, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was stated that the patient had a challenging anatomy with an angulated reversed tapered aortic neck. Due to intraoperative movement/tilting of a trunk-ipsilateral leg endoprosthesis ((B)(4)), an additional trunk-ipsilateral leg endoprosthesis was implanted during the initial procedure. The final angiography showed a type ia endoleak that was solved with the implantation of an palmaz stent on (B)(6) 2010. It was stated that the aneurysm dimensions decreased within the following years. On (B)(6) 2016, the aneurysm ruptured. The physician assumes that aortic neck dilation and lack of proximal seal caused a type ia endoleak. A medtronic aortic extender was implanted and a type ia endoleak was visible on the final angiography. The next day the palmaz stent was ballooned and the endoleak successfully resolved. The patient tolerated the procedure.

Manufacturer narrative:
The date of event has been updated from (B)(6) 2010 to (B)(6) 2016. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. Due to intraoperative movement/tilting of a trunk-ipsilateral leg endoprosthesis (rmt281416), an additional trunk-ipsilateral leg endoprosthesis (pxt281416) was implanted during the initial procedure. The final angiography showed a type ia endoleak that was solved with the implantation of an palmaz stent on (B)(6) 2010. It was stated that the aneurysm dimensions decreased within the following years. The physician mentioned that the patients anatomy was challenging. The aortic neck was tapered and a lot of angulation was reported. On (B)(6) 2016, the aneurysm ruptured. The physician assumes that aortic neck dilation and lack of proximal seal caused a type ia endoleak. A medtronic aortic extender was implanted, but a type ia endoleak was visible on the final angiography. The next day the palmaz stent was ballooned and the endoleak successfully resolved. The patient tolerated the procedure.